Manufacturer narrative:
(B)(4). Date sent: 8/9/2024 d4: batch # 735c65 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due to the condition. The device opened and closed without any difficulties noted. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 735c65, and no non-conformances were identified.

Event description:
It was reported that during a pneumonectomy, the knife did not move forward. Manual override was used to return the knife. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.